Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) (B)(4) implemented a serial number logbook to correct this issue. No complaint history search based on the lot number and manufacturing date was performed for the above keywords as neither of these could be acquired through the information provided nor were able to be obtained through follow-up. In addition, it cannot be determined if there were any similar event related to the reported device based on the information provided. As such, no further additional action is required at this time. The reported event was confirmed by the service technician who evaluated and repaired the device. On (B)(6) 2018, it was reported that during preventative maintenance, it was found that a meshgraft required repair. A zimmer meshgraft ii serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device occurred on (B)(6) 2018 noted that the roller, cutter, and ratchet gear were worn and would not work properly. The sideplates were noted to also be the old style and the device was noted to be out of calibration. Despite the multiple failures, though, the device was still able to produce a passing test mesh. Repair of the mesher occurred on (B)(6) 2018 and involved replacing the cutter, roller, side plates, the ratchet gear, and the sliding pin and spring as well as recalibrating the device. The technician then tested the mesher and verified that it was functioning as intended, then returned it to the customer without further incident. The device was tested, inspected, and repaired. Reference numbers (B)(4) on (B)(6) 2018. While the service technician does find that the device was out of calibration and had a defective roller, cutter, and ratchet gear, failures that would require service on the device in order to resolve, it cannot be determined from the information provided as to what caused the device to fall out of calibration or for those components to fail. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was sent for annual maintenance. Later it was noticed that the unit required repair. There was no patient involvement or events.